Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the charger ((B)(4)) found that there was a broken connector pin in the cable assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the desktop charger (dtc) connector pin was broken and the battery went dead since it was not charged. The patient started having pain on the day of the report. It was unknown when the connector pin broke. A replacement dtc was sent. No further patient complications were reported as a result of this event.